Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator that ventilator wont power on. It is unknown if the unit was in use on patient.

Manufacturer narrative:
The field service engineer replaced the cpu board to address the reported problem. Failure analysis on the returned cpu board shows that replacement of u53 (lot code: pdi 1010 c) corrected the failure with this customer returned cpu. Pcba.